Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. She had noticed she has had return of symptoms (leaking). The patient does not feel stimulation. She had tried turning stimulation up on all 4 programs to 8.5volts and she doesn't feel anything. There was a fall reported that could be related to this issue. She fell when unplugging christmas lights and feels the leaking happened shortly after this fall. She had fallen before and it never affected her ins (stimulator) but this time it might have. Unknown if sudden or gradual change in therapy/symptoms. Event date was in (B)(6) 2015. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Event description:
Additional information received from the patient in response to follow-up reported that the patient went to see her urologist and the device was checked. The patient had seen her doctor on (B)(6) 2016. She was going back on (B)(6) 2016 and was going to have x-rays before then.